Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2017865-2017-01857. During follow up, t-wave oversensing and inhibition of ventricular pacing was noted. The lead measurements revealed normal values. The pacemaker was replaced but after connecting the new pacemaker to the lead, oversensing was again noted. A new ventricular lead was implanted and the old lead was capped. The event was resolved and the patient was in stable condition.

Manufacturer narrative:
The device was received for investigation. Examination of the device header found no anomalies that could have contributed to the event. Analysis of the device output determined that output parameters and sensitivity were within specification. No oversensing was revealed by the pulse generator and there was no loss of capture. Analysis of the device image revealed out of range ventricular lead impedance measurements which suggested a possible lead issue. Further analysis indicated that the pulse generator exhibited normal device characteristics and was above eri. The reported event was unable to be confirmed as the lead was not returned for further investigation.